Event description:
Customer reported frequent cartridge alarms on the pump. There was no adverse impact to the customer's blood glucose level. The customer decided not to return the pump for further inspection, and no further information was available.